Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03822. It was reported the patient experienced inadequate pain relief since implant. As such, surgical intervention was undertaken to reposition the leads. During the procedure, one of the leads exhibited high impedances when checked intra-operatively. Hence, the lead was explanted and replaced. Effective stimulation was restored post-operatively.